Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted inappropriate mode switch and pacing inhibition. During the lead replacement procedure, it was also noted that the ra lead and right ventricular (rv) lead were adhered together with scar tissue. The rv lead was damaged during the procedure. Both the leads were explanted and replaced. The patient was stable.